Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a manufacturing defect: the battery cap height/ width was out of specification. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The device was returned for investigation and evaluation was completed by product analysis on (B)(4) 2013 with the following findings : no defect was found on this pump. The battery compartment and the threads are still in good conditions. Battery cap: visual inspection of battery cap revealed ¿damaged over turning insert gap¿. Testing confirmed there was evidence that the yellow o-ring was visible and not secure properly. The battery cap contact height is above specification. Battery cap width is below specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.